Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states "caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue."

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy to treat submucosal fibroids; menorrhagia; anemia secondary to blood loss on (B)(6) 2011 and a morcellator was utilized. On (B)(6) 2011, the pathology noted myometrium with multiple leiomyomas. One of the leiomyomas, the large soft brown tumor, is cellular but does not display features of malignancy. The operative report on (B)(6) 2013 for exploratory surgery and pelvic mass resection for large pelvic mass noted a post-operative diagnosis of poorly differentiated carcinoma of unknown primary. Pre-operative ca-125 was greater than 3000. On (B)(6) 2013, the pathology showed differential diagnoses of epithelioid smooth cell tumor, poorly differentiated malignancy, epitheloid leiomyoma. The specimen from 2011 was reviewed and the leiomyomas from 2011 do not have the same appearance as the current specimen. The surgical pathology does have notation suggestive of a leiomyosarcoma. However the (B)(6) 2014 pathology had this as an epithelioid leiomyoma. Another pathology shows epitheloid leiomyoma and close monitoring was recommended. The patient underwent additional surgery on (B)(6) 2014 with pathology showing atypical myoma. The patient underwent additional surgery for abdominal mass on (B)(6) 2016 with pathology of leiomyosarcoma. On (B)(6) 2016, the operative report noted figo stage iii lms of the uterus. No additional information was provided.